Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm after screen began scrolling on its own and was not sure how it occurred. Customer's blood glucose was 128 mg/dl. Customer was not able to clear alarm due to buttons not responding. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.